Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched on (B)(6) 2022 due to high blood glucose. Customer's blood glucose was in range of 407 mg/dl to 462 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.